Event description:
A hospital worker slipped while wearing shoe covers and fell and required four stitches on their face. The individual returned to work with no other medical treatment being necessary.

Manufacturer narrative:
The device was not returned for evaluation. There have been no changed to the shoe covers, and they have extra traction strips on the bottom of the shoe covers. The cartons of shoe covers contain the following caution statement: "caution: the risk of slipping exists, especially on waxed or wet floors. Remove when contaminated or when leaving work area."